Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up and contrast buttons were unresponsive, the ok button was intermittently responsive and the down arrow button functioned normally. Contamination was found under the button contacts during the product analysis investigation. Additionally, the display was replaced becasue it was found to be dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.